Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating and pump unexpectedly shutdown. The pump history showed no low power alerts; only the shutdown alarm occurred. Customer's blood glucose was 400 mg/dl. Customer continued to use pump for insulin therapy and reportedly, customer was in the process of ordering another pump for insulin therapy.